Event description:
A customer reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset information, advising them to reset the pump and follow up if the issue persisted.